Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that immediately after injection with two syringes of juvéderm® xc "above my lips, side of the lips, and maybe a little in the lip," they experienced some swelling "above the lip" and a headache. The next morning, the patient explained their "heart was racing," they were "really nauseous," their "blood pressure went high," and they "felt weak in their legs." Patient called an ambulance, and was taken to the emergency room. Patient was treated with anti-nausea and anti-inflammatory medication by an unspecified physician at the ER. Patient also noted they had a CT scan on their head and tests were done for their heart, but the tests did not show anything. Patient explained they had "a mild headache" for a couple days, and they still have the swelling, but they are "overall much, much better" now. Patient was taking omeprazole and citalopram concomitantly. Follow-up with the injector revealed the patient was injected with 2 syringes of juvéderm® ultra plus xc into the oral commissures, nasolabial folds, and the upper lip. The physician believes that all of the symptoms besides ¿bruising and swelling¿ of the lips are ¿completely unrelated¿ to the product. The physician did not treat the patient.

Manufacturer narrative:
The event of chapped lips is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the injector revealed the following information: the injection occurred in the upper lip, lower lip, lip corners, and nasolabial folds. On the day of injection, the patient called and complained of swelling and "[their] lips are too big." The patient called later that day and stated they were at the emergency room with a headache. Approximately 1 week later, the patient called and stated their lips were chapped. The patient was advised to moisturize. 5 days later the patient cancelled a follow-up appointment and stated their lips were much better now. The symptoms have been reported as resolved by the physician.

Manufacturer narrative:
Medwatch sent to FDA on 10/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ precautions: ¿the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies.¿ adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿the onset of ecchymosis generally varied from immediate to1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks.¿

Event description:
Patient reported that immediately after injection with two syringes of juvederm xc "above my lips, side of the lips, and maybe a little in the lip," they experienced some swelling "above the lip" and a headache. The next morning, the patient explained their "heart was racing," they were "really nauseous," their "blood pressure went high," and they "felt weak in their legs." Patient called an ambulance, and was taken to the emergency room. Patient was treated with anti-nausea and anti-inflammatory medication by an unspecified physician at the ER. Patient also noted they had a CT scan on their head and tests were done for their heart, but the tests did not show anything. Patient explained they had "a mild headache" for a couple days, and they still have the swelling, but they are "overall much, much better" now. Patient was taking omeprazole and citalopram concomitantly. Follow-up with the injector revealed the patient was injected with 2 syringes of juvederm ultra plus xc into the oral commissures, nasolabial folds, and the upper lip. The physician believes that all of the symptoms besides "bruising and swelling" of the lips are "completely unrelated" to the product. The physician did not treat the patient.